Manufacturer narrative:
The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device was not staying powered on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The issue was isolated to the device's power supply pcb assembly. A replacement for this part is no longer available. The customer has been provided with their options.

Event description:
The customer contacted stryker to report that their device was not staying powered on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.